Event description:
It was reported that during a da vinci si gastrectomy procedure, the endowrist one vessel sealer instrument would not fire. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument passed electrical continuity testing and sealing functionality testing. The grip force was checked and was 6.61 lbf at hard grip, and within specifications. Failure analysis investigation also found that the instrument failed cut testing. The cut performance was tested using a red foam pad. The cut length was less than normal with the red foam fully installed in the grips and also with the foam halfway installed in grips. The blade edge was inspected and no obvious damage was found; however, there was a viscous substance (possibly grease/lubrication) on one side of the cutting edge. The instrument was not located in the site's system logs. No other damage was found. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) regarding the reported event. The csr indicated that she was not present during the surgical procedure. She was told by the site that during the surgical procedure the surgeon was unable to seal the patient's tissue while utilizing the vessel sealer instrument. Reportedly, a short audible tone was noted when the surgeon activated cautery energy; however, there were no error messages noted. It was reported to the csr that the planned surgical procedure was completed with a replacement vessel sealer instrument and there was no harm to the patient. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.